Manufacturer narrative:
Additional information: we have been advised that the malfunction was discovered before the procedure and there was no delay in surgery. Unique device identifier: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield skull was returned for evaluation: failure analysis: upon evaluation, the ratchet extension arm would not go through the base smoothly. The lock had rotational and lateral movement and residue buildup was present. Consequently, unit will be repaired. Root cause: complaint confirmed via inspection of the unit. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp would not ratchet even with considerate force being applied and the finish was discolored and rough. This was discovered prior to surgery on (B)(6) 2020. The device was not used and was taken out of the operating room. The device was in contact with the patient with no injury reported. There was no known delay in surgery. Additional information has been requested.